Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that at fist the readings were close but on the 5th day he started having issues. Customer reported that the sensor was reading 67 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 94 mg/dl. Customer stated that after that he kept receiving incorrect sensor glucose readings and low and high alerts and on he sixth day decided to turn off the sensor. Nothing further reported.

Manufacturer narrative:
Testing of one opened and used enlite sensor, showed that it failed per specifications due to low readings.